Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event and found no leaks in the hydro area. The fse indicated that the hydro waste manifold did show signs of a faulty bond between the inlet end and the vacuum chamber, which the fse ordered a replacement for the next day. The fse also indicated that the corresponding valve could be slow or sticking open and a replacement was also ordered. The fse re-visited on (B)(4) 2011 and replaced the hydro waste collection canister. The fse cleaned and replaced the valves. The fse found that the area under tube connected to the water inlet fitting, rear of the instrument, was wet. The fse indicated that when removing the inlet and exit plate there was a very fine mist of water coming from the interior water tube. The fse cleaned the area and secured the tubing on the inner fitting and made sure that there was no tension that could be causing the water leak. The customer was instructed to monitor the system for further leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 synchron chemistry analyzer was leaking from the hydropneumatic area, but could not locate the source of it. No injury or operator exposure was reported in connection with this event.